Event description:
It was reported that the pulse generator went into backup operation during firmware upgrade. After software download via engineering test page, normal device function resumed. No further attempts were made to upgrade the firmware. The patient was asymptomatic to the event.